Event description:
It was reported the rv (right ventricular) lead was explanted and replaced due to increasing thresholds and impedances. Follow up with the physician reported the ra (right atrial) lead was explanted "so that the other lead could be removed - they essentially came out together." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors stretched, all insulators pulled apart (overstress), blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Partial lead in segments returned and analyzed. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), inner insulation kinked/buckled, outer insulation breached cut and cosmetic depression, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the other lead is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, all conductors stretched, all insulators pulled apart (overstress), blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Partial lead in segments returned and analyzed.